Event description:
As reported by a field clinical specialist (fcs), approximately 2 years and 8 months after the transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient presented with worsening heart failure symptoms and dyspnea.the patient underwent a valve-in-valve procedure with a 23 mm sapien 3 ultra resilia valve due to increased gradients and hypoattenuated leaflet thickening (halt). The gradients were reported to be 72 mmhg.

Manufacturer narrative:
D4-device UDI-(B)(4). Investigation is ongoing.